Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an unspecified lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an unspecified lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation CPAP pro was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed a slight dust-like contamination in the air outlet port. Gray, brown and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers at the air inlet of the blower box. Also, there were potential mineral deposit stains. Slight dust-like contamination on the top of the blower motor and blower seal. Bottom of blower motor had potential mineral deposit stains on it and in it, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box. White, brown and black (inconsistent with degraded sound abatement foam) dust-like contamination in the blower box. Blower box had potential mineral deposit stains in it, indicating potential water ingress. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.